Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and rewind anomaly. The customer's blood glucose value was unknown. Customer states up and down buttons have to press multiple times. Customer reports insulin pump stops vibrating. Customer also states insulin pump had rewind more than once to work again. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked j2 or lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify charge/battery lasts less than expected anomaly, audio/vibrate anomaly/absence of alarm and rewind anomaly due to buttons not responding. Device received with cracked battery tube threads.